Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 27-jun-2024, it was reported that the patient faced tape was not sticking and infusion set came out 1 day after the insertion. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.